Event description:
I have just switched to acuvue oasis lenses last week. I wore them for two days before one morning, I woke up and I could not open my eyes. They were blood shot and I felt like I literally had nails in them. I'm no stranger to lenses. I've been wearing them for 7 years now and I was just trying something new as they're being advertised everywhere. Please, this has to be investigated. That same morning, I went to the medical clinic. The doctor at the clinic literally panicked and sent me as an emergency to an eye specialist within 2 hours. The specialist found massive swelling of my cornea to the point where my vision was completely distorted in my left eye. I am still waiting for my eyes to clear up and I have a third visit with the specialist in a week. This can cause permanent damage to the eye. I still don't have full vision back in my left eye and it's been a week! At this point, it does not look like I will be able to wear my contacts ever again. Please, this has to be investigated. My eyes reacted too badly to these lenses and teared so much, I had blue bruises under both eyes from all the trauma. This is unacceptable. There is no warning at all that some people develop a reaction! Dose or amount: 1. Frequency: monthly. Dates of use: 2 days of wear. Diagnosis or reason for use: I need glasses, but I use contacts for the last 7 years. Event abated after use stopped or dose reduced?: yes. Event reappeared after reintroduction?: yes.